Event description:
On (B)(6) 2014, syneron qa was made aware of adverse events from (B)(6) regarding eprime system. Customer reported pt suffering scarring on the face post treatment.

Manufacturer narrative:
On (B)(4) 2014, syneron qa was made aware of adverse events from (B)(6) regarding eprime system. Customer reported pt suffering scarring on the face post treatment. During investigation into this incident, syneron qa contacted (B)(6) and obtained the following info regarding the treatment and pt: pt is a (B)(6) years old female with skin type iii. Pt was under hormonal replacement therapy during the time of the eprime treatment. Treatment for the pt's face was administered on (B)(6) 2013 and later reported dermal scarring. Pt was given (B)(4) tns recovery complex and physical defense spf 30+ sunscreen on (B)(6) 2013. Treated with emax sr and ir (B)(6) 2013 and emax rf on (B)(6) 2013. Injury according to photos appears to be reportable due to the slow healing process of scarring. According to pb73584en eprime user's manual - treatment perimeters were appropriately administered for pt skin type, however, pt was concurrently using topical hormonal replacement therapy on a daily basis, and user's manual states "as per the practitioner's discretion, refrain from treating any condition which might make it unsafe for the pt". Upon arrival testing found the following: system was tested and 125 pulses fired with applicator and test cartridge, no issues were found and tested within specifications. Root cause - improper insertion of needle.